Event description:
It was reported during a routine device revision procedure that this pacemaker device and non-boston scientific right ventricular (rv) lead exhibited failure to capture and asystole for greater than 2 seconds, during thresholds testing (0.6v@0.4ms). Thresholds testing was re-attempted, post pocket closure and correctly identified thresholds at 0.7v @ 0.3ms. All other measurements were within normal range. Device remains implanted. Besides surgical intervention, no adverse patient effects were observed.

Manufacturer narrative:
This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.